Event description:
A 25 g posterior vitrectomy was surgical procedure to be performed using the alcon accurus 25 g tubing kit. The kit includes 3 - 25g trocars with 25g cannulas attached. Surgeon placed a 25 g trocar/cannula into sclera of the eye. When the trocar was removed (normally leaving the cannula in the scleara opening), the hub of the cannula detached. The tube of the cannula remained in the scleral opening but there was nothing to anchor it in place because the hub had detached. The surgeon immediately enlarged the openings in the conjunctiva in order to search for and retrieve the hub as well as the rest of the cannula. The surgeon converted to a 20g vitrectomy procedure w/o further incident. All pieces of broken device were retrieved. No adverse effects. There was a risk that the piece of the cannula could have gone into the eye but fortunately, that did not occur.